Event description:
It was reported that after a shoulder procedure using a 5.5 mm spartan peek suture implant, the implant broke upon insertion. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.